Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient noted that the interstim, which was put in (B)(6) 2011, it worked great for a while. (B)(6) 2014 the patient needed a new battery. (Device registration notes battery was replaced on (B)(6) 2013).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v698092, implanted: (B)(6) 2011, product type:lead. (B)(4).

Event description:
The consumer reported that she never liked the device because it was hard to operate with the patient programmer due to pre-existing arthritis. She was told by the health care professional (hcp) that the device would last 5-7 years but it only lasted 2.5 years. The implantable neurostimulator (ins) was replaced. It was further reported by the hcp office that the patient was no longer seen by the hcp. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.